Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an angioplasty interventional procedure using a 6f sheath. Reportedly, when the device was removed after deployment, the suture came out of the vessel with a small piece of tissue attached. There was no reported treatment for the tissue injury and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed based on returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The patient effect of unspecified tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty, patient effect and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.